Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 25x5/8 rb had epoxy. The following information was provided by the initial reporter: material no: 305122, batch no: 9077708. It was reported epoxy excessive. Verbatim: the nurse went thru later in the day and pulled out some very suspicious looking hypos for the same lot number. I was waiting to hear back from you to give you the information.